Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient got a bad infection from the implant procedure and had to have the complete system removed. Patient said he has a PICC line for 6 weeks. Patient said his follow up appointment was canceled due to covid 19; he had told the clinic he thought he had an infection but they said they were only taking emergency appointments and 2 days later he was in the hospital with a fever of 102.5. Patient has questions about implant procedure which were explained. No further complications were reported or are anticipated.